Event description:
Reportedly, during a procedure to treat a lesion in right coronary artery the physician inserted the bmw universal guide wire (190 cm) through an unknown guiding catheter. After removal from the patient, the physician noticed that the guide wire had lost its coating in the guiding catheter. At the moment it is unclear if the device ever left the catheter or if resistance was felt during advancement, as the nurse was not able to give more information on this case. She only confirmed that there was no patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the patient has experienced no adverse effects since the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned without blood visible. There was thick dried contrast on the core and on the coils. The tip of the guide wire was in a pig tail shape, likely due to interaction with the anatomy or guiding catheter. The teflon was scraped off the core 83 centimeters (cm) distal to the proximal end of the guide wire for a length of 13.8 cm. The pieces of the teflon were returned on a piece of gauze. There was no other damage noted to the guide wire. The tip of the guide wire was tugged on to confirm the core and shaping ribbon were intact. The scraped teflon suggests that the core interacted or met resistance with the guiding catheter or associated devices. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of all guide wires. Additionally, quality control performs on line reliability testing to verify product quality. Although a conclusive cause for the scraped teflon could not be determined, there is no indication to suggest a product quality deficiency. A review of the lot history record database for the reported lot revealed no nonconforming material records. Additionally, a query the complaint handling database for the reported lot was performed and revealed no other incidents for this lot.